Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient called alleging high readings on the lfs meter. She obtained a reading of 384 mg/dl and did not experience any symptoms at the time of testing. She contacted a medical professional for advice and did not receive any treatment. Test strips were in good condition and not expired. Test strips failed twice using the control solution 121, 122 (89-120). Patient opened a new vial of test strips and the test strips passed using the control solution. This case is being documented as a strip malfunction, since the subject test strips failed using control solution.